Event description:
Customer reported low ma errors displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended.